Event description:
The customer complained a low elution volume and low recovery of a cd34 separation. The patient could not be treated. To our information it was considered to re-collect the donor to repeat the cd34 separation. As the customer did not provide the lot number of the reagent, a complaint rate could not be calculated. However, such incidents are very rare. An analysis of the process code showed that the process was finished without error codes. However, the sample loading time was unusually high and the volumes after separation did not fit the expected range. The customer indicated that the fluid pathway might have been partially blocked. This explains or at least contributed to the low volume and low recovery. The high loading time is probably due to sample material older than recommended and validated (41h vs. 24h). This increases the risk for aggregates what again has influence on the elution volume and recovery.